Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue would leave the patient unable to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during investigation, when the pump performed the rewind step, there was no motor movement. The pump was opened and the motor was found to be broken from the drive assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.